Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
The patient presented with right hip drainage and underwent an excisional debridement, exchange of acetabular liner, exchange of femoral ball.